Event description:
It was reported that excessive epoxy was found on 7 bd precisionglide¿ needles before use. The following information was provided by the initial reporter: "ncr regarding foreign matter in the found in sterile packaging. We found additional failure modes during sorting activities, including missing needles entirely. We have 35 rejected caps... On (B)(6) 2023, during incoming inspection, foreign matter was observed in the sterile package of the needle which was greater than 0.15mm² specification (tpi-41 chart reference of foreign matter). The stated non-conformance is related to the presence of foreign matter larger than 0.15mm2 specification in the sterile packaging of p/n 3022 lot # 2363623. The foreign matter is embedded into the clear protective cap and is not suspected to make contact with the needle. In a clinical setting, the protector is removed prior to insertion of the needle. In a worst-case scenario, foreign matter contamination has the potential to cause infection. Foreign material (16). Missing needle (12). Excessive molding (7)".

Manufacturer narrative:
H.6. Investigation summary: it was reported there was foreign matter in the packaging. To aid in the investigation, thirty-five samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed. Twelve samples have the needle missing, seven samples have an epoxy drip over on the needle hub, and twelve samples have embedded degraded resin. Four samples have no defects or imperfections. The photo provided shows one of the samples received. The epoxy drip over and missing needle could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. For the epoxy drip over, a jam may have occurred at the cannulator. For the missing needle, the needle was not assembled to the plastic shield. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305122, lot 2363623. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality issues. All processes and final inspections complied with specification requirements. The samples will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.